Event description:
Pt with a tibia shaft fracture was treated with a metaphyseal plate with 4 screws for distal locking and 4 screws for proximal locking on (B)(6) 2010. X-ray taken on (B)(6) 2012 showed two distal screws broken. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware. This report is #2 of 2 for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. No conclusion can be drawn at this time.